Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿

Event description:
The complainant reported that multiple unsuccessful attempts were made to place impella 5.5, but the case was aborted due to patient¿s vessel tortuosity.

Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not returned for evaluation. The clinical details states that the patient had calcified and tortuosity vessels condition. The cause of the delivery issue was patient condition related due to calcified and tortuosity vessels condition. Added- h6 problem code 2682 h6-updated clinical code 4627.